Manufacturer narrative:
(B)(4) no pt outcome was provided by the rptr. (B)(4) holes in the graft material are not specifically labeled in the IFU. Event eval: still under investigation.

Event description:
An (B)(6) male underwent aaa repair on (B)(6) 2011. The pt had some tortuosity but not relevant to the case. Doctors deployed an iliac leg graft on the left common iliac (contralateral side) and at the end of the case a final angiogram was performed and a leak was noticed coming from the middle section of the left leg implanted, both type 1b and type 2 endoleaks were ruled out and after some consideration and discussions another iliac leg graft was implanted. After the iliac leg was implanted, the leak was immediately gone. Conclusion, there was a tear in the fabric or gap between the last two z-stent in the first iliac leg graft that was deployed on the left side. No pt outcome was provided by the rptr. No images are provided. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.